Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set-up for a procedure the e-sep pencil activated without being touched. It was also reported that this event did not occur during a surgical procedure and there was no delay, medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during set-up for a procedure the e-sep pencil activated without being touched. It was also reported that this event did not occur during a surgical procedure and there was no delay, medical intervention or adverse consequences as a result of this event.